Event description:
It was reported that a patient's device was at eos and that high impedance was present. Trauma or manipulation were not suspected to have caused the high impedance. The patient decided to wait to decide whether to go ahead with surgery or not.

Event description:
It was reported that this patient will have a vns revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient has been diagnosed with arteriovenous malformation and is scared to have surgery again. The patient does not believe the vns helped their seizures at all and states that the lead is bulging in their neck, and they are having difficulty swallowing and they would like the device out, but are scared that surgery will cause more damage. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Additional information was received indicating that the mother believes the patient did not benefit from the vns device. The doctor never saw the patient while the vns was functioning properly, and therefore no opinion could be made by the medical professional on the patient¿s lack of efficacy. No known surgical intervention has occurred to date. No other relevant information has been received to date.